Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only half of the optic with a haptic attached was returned. A crack is observed on the anterior surface near the middle of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation, a small "crack" was observed in the periphery. The iol was cut, removed and replaced with the same model and power. The iol was damaged during the removal process. Additional information has been requested.